Event description:
Alleged when the brake is activated at the foot end of the bed, they will pop out of brake if the bed is moved at all.

Manufacturer narrative:
The facility replaced the right foot end brake caster to repair the bed.